Event description:
It was reported that the physician experienced difficulty when attempting to insert the left ventricular (lv) lead into the new device at the device replacement procedure. There was a small burr on the distal portion of the ring electrode on the lv lead. The physician filed down the burr and inserted the lv lead into the device. All parameters were normal after insertion. The physician questioned if the lv port of the explanted device caused the burr on the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2007; 694958, implantable tachy lead, (B)(6) 2007; 5076-52, implantable pacing lead, (B)(6) 2007. (B)(4).